Manufacturer narrative:
Per the user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred and the cartridge pigtail was damaged. Customer did not know what caused damage to the pigtail. Customer changed cartridge and infusion set. Customer's blood glucose was 500 mg/dl and insulin injection was administered to address bg. Reportedly, customer used the cartridge for 8-10 days. Tandem technical support informed customer that per labeling, cartridge was to be used for 48-72 hours.